Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation . A 0.024" guidewire was included the packaging. No other ancillary devices were received. Visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. However, it should be noted the connector showed partial longitudinal smearing of the red alignment marker. Testing/findings: 1. The device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. 2. The device passed continuity and resistance functional testing

Event description:
During the procedure three closurefast catheters were plugged into a radiofrequency generator and received an error message. The devices were troubleshooted but no changes occurred. The patient had already received tumescent at this time and had to be rescheduled for the procedure at a later date. Please reference mdrs 2183870-2015-00021 and 2183870-2015-00022 for the other two closurefast catheters referenced in this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.